Event description:
It was reported that when the flap in the right eye (od) was lifted, the hinge was very small and tore, resulting in a free flap. Bandage contact lens (bcl) required for at least 24 hours and standard post op drops (pred forte / oftaquix / lubricants) prescribed. The intralase settings were 110 depth, 9mm diameter, 120 side cut angle, 60 hinge angle, 7/8 spot/line, energy 0.95, pocket off. The surgeon felt the hinge was a lot smaller than the 60 degree setting. The one day post operative check up is not yet completed. The procedure, including the left eye (os) was completed without further issues. Through follow-up, we learned, that the patient was examined on (B)(6) and presented a 6/6 visual acuity in both eyes. No diffuse lamellar keratitis(dlk) and the bcl was removed. No further information is available.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable to suspect device. Section d6b - explant date: not applicable to suspect device. Section e1 - telephone number: (B)(6). Device evaluation: a field service engineer (fse) visited site and checked the hinge and everything was within spec. The side cut was adjusted to bring more into specification. Aligned the arm as power was dropping when moved around. Cooling fan fitted correctly and filters were unblocked. System is performing to specifications. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Section h6 -health effect - impact code: 4650: pt-bandage contact lens (bcl). Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.